Manufacturer narrative:
8 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 3 devices that were pending was evaluated and it was determined the device experienced steer mechanism cannot be engaged, which is not reportable. Because of this, the number of reported events has been changed from 14 to 11. Section h codes have been updated. 9 additional events were identified and therefore added to this summary report.

Event description:
This report summarizes 20 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage. There was no patient involvement.

Event description:
This report summarizes 14 malfunction events, where it was reported the devices experienced steer mechanism is difficult to engage/disengage . There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 11 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.